Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the power/system pcb cable, which connects the power pcb assembly to the system pcb assembly, was not properly seated to the power pcb assembly at pcb-mounted jack connector, designator j17. Physio then reconnected the cable at j17 which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.